Event description:
A customer reported that the freestyle libre sensor detached prematurely on the seventh day of wear. As a result, the customer could not monitor glucose via sensor scan and experienced a loss of consciousness, requiring treatment of sugar by friend. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section 2.3 (device manufacturing date) and (device expiry date) were updated based on extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre sensor detached prematurely on the seventh day of wear. As a result, the customer could not monitor glucose via sensor scan and experienced a loss of consciousness, requiring treatment of sugar by friend. There was no report of death or permanent injury associated with this event.